Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead dislodged shortly 2 weeks the after implant, exhibiting no atrial sensing and muscle stimulation. The ra lead was subsequently repositioned, and all measurements were within normal range. The ra lead remains implanted. Besides surgical intervention, no adverse patient effects were reported.